Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: there was no activity related to the complaint observed in the black box or download history. The battery compartment and cap were intact with no physical damage or evidence of moisture damage. After exercising the pump for a few minutes, the pump began to get warm. The current electrical draws were out of specifications. The pump cover was removed and the u31 component was found to have failed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.